Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). Engineering evaluation summary: per (B)(4), regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. H11: corrective data: investigative result was inadvertently omitted when submitting medwatch # (B)(4). All pertinent information has been included in this medwatch report.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of nine (9) years, 11 months due to moderate mitral regurgitation. The patient presented with dyspnea and fatigue. The patient was originally scheduled for intervention on (B)(6) 2025 but was then cancelled due to left atrial clot found while the patient was on the or table. The tmvr procedure was successfully performed after an implant duration of 10 years, one (1) month resulting in the implant of a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve was scheduled for valve-in-valve intervention after an implant duration of nine (9) years, nine (9) months due to moderate mitral regurgitation. The patient presented with dyspnea and fatigue. The patient was scheduled for intervention on (B)(6) 2025. The procedure was ultimately cancelled due to left atrial clot found while the patient was on the or table.